Manufacturer narrative:
H3:product analysis found that could not confirmed audio not loud enough. Unit presented with older software v1.6.4 and defetive ssd pcba. H6: previously applied fdm b17, fdr c20, fdc d16 and img g02030 codes are no applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #:(B)(6), UDI#: (B)(4).h6: previously applied fdm b17, fdr c20, fdc d16 and img g02005 codes are no longer applicable. Fdm b01, fdr c19 and c10, fdr d14 and d20 and img g02008 code are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd, UDI#: (B)(4). Missed to update the product analysis (h3) in the last report. H3: product analsyis not confirmed the customer allegation older software v1.6.4 was present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medical safety review stated that the event and it's severity (critical, 4, as per report "patient was paralyzed on one side of their face") are known and labeled per risk documentation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h4: device manufacturing date:08.10.2024 h6: fdm b17, fdr c20, fdc d16 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during facial trigeminal nerve case of acoustic neuroma, nim vital system gave no response when used. It did not indicate when it was on a nerve. When probing the nerve, no auditory feedback (hearing irritation to nerve is not present). The amplitude of the response (measured in microvolts) either did not stay on the screen or did not show at all. Default settings, except throughout the case, he changed the stimulation settings from 0.05 to 0.3, and then to 0.1. Occasionally changed/decreased the advanced audio settings during the case. Audio is off compared to nim 3.0 and artifact noise is too loud, with emg in the distant background. Occasionally, he adjusted the advanced audio settings during the procedure. He was uncertain if the facial paralysis the patient experienced upon waking was related to the nim vital. Patient was paralyzed on one side of the face.